Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. It was reported that "...the suture thread broke consecutively 4-5 times..." Please clarify, did 1 suture thread broke 5 times or 5 different suture threads broke? How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? It was reported that "...the thread was also discolored post opening the suture pack...." Any photos available for visual analysis? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date suture was used. The suture thread broke consecutively 4-5 times and the thread was also discolored post opening the suture pack. The surgery was delayed due to the reported event. Another suture was used after the event occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2024. H6 component code: g07002 pending evaluation of returned device. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? If yes, please describe. No, there weren¿t. It was reported that "...the suture thread broke consecutively 4-5 times..." Please clarify, did 1 suture thread broke 5 times or 5 different suture threads broke? 4-5 sutures broke multiple times. How long was the delay? Please specify in minutes. 4-5 mins. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. It was reported that "...the thread was also discolored post opening the suture pack...." Any photos available for visual analysis? No. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h6 component code: g07002 no device problem found. Corrected: d4 primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. One needle suture outside its packaging was received for analysis. Product code nw5062p. Upon visual inspection of the returned sample, it was observed the sample belongs to product code nw5062p. However, the suture has lost its color, and this caused a color variation. An analytical characterization experiment, performed on black silk sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. Per the conditions of the returned sample, the functional test could not be performed. In addition, a photo was provided, and it showed one suture inside a folder packaging. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.